Event description:
Info received indicates the bed lost ground.

Manufacturer narrative:
The technician found the power cord plug cracked and the ground pin missing. The technician replaced the power cord plug to repair the bed.